Event description:
Customer reported a burning smell and smoke when the instrument was turned on. No injury was reported and there was no impact to patient care as a result of this incident.

Manufacturer narrative:
Customer was instructed to turn instrument off, unplug and discontinue use. Manufacturer to provide replacement instrument and evaluate returned instrument.